Manufacturer narrative:
E1: initial reporter phone number - (B)(6). Device evaluation by manufacturer: the device was returned for analysis. The wire was received within the delivery sheath, and the filter bag was in an undeployed state. It was observed that the wire was exposed through the delivery sheath and the spring tip was bent. During analysis, functional inspection of sheathing/unsheathing could not be performed as the wire was exposed through the delivery sheath, confirming the reported filterwire difficult to remove. Visual inspection identified a bent spring tip; however, this condition is not considered contributory to the reported event. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on the complaint review, the most probable cause was adverse event related to procedure. Product analysis showed the wire exposed through the delivery sheath, consistent with excessive handling and procedural technique causing opposing forces during use. A bent spring tip was also observed, likely related to procedural factors and normal use conditions. A device history record (DHR) review identified no contributing manufacturing deviations.

Event description:
It was reported that the filterwire is difficult to remove. The target lesion was located in the internal carotid artery. A 190 cm filterwire ez? Was selected for use. During the procedure, the filter wire could not be retracted. The procedure was subsequently completed using another device of the same type. No patient complications were reported as a result of this event.

Manufacturer narrative:
E1: initial reporter phone number - (B)(6).

Event description:
It was reported that the filterwire is difficult to remove. The target lesion was located in the internal carotid artery. A 190 cm filterwire ez? Was selected for use. During the procedure, the filter wire could not be retracted. The procedure was subsequently completed using another device of the same type. No patient complications were reported as a result of this event.